Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.